Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the nurse reported to the technical support engineer (tse) that there was no monopolar energy delivery from the surgeon side console (ssc) foot pedal. Prior to calling, the surgeon transferred the control of the instruments to the secondary ssc, and the procedure was ongoing with no detrimental impact. No logs were available via artemis as onsite was not connected. The tse was also unable to check the ssc pedal activation on the artemis events page due to no onsite. The tse confirmed there were no obvious signs of damage to the foot sensors or the foot pedal, and no signs of obstructions preventing the activation. The nurse highlighted the pedal can be pressed down and it springs back to the home position. The tse confirmed the console sn#(B)(6). The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer who stated that the surgeon side console has been used since with no further issues. Fse checked system logs and observed that the ssc has been used multiple times since the fault was reported. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the initial complaint was closed as a phone fix due to the customer confirming the issue hadn't reappeared on a later case, an additional complaint was created due to the later reoccurrence. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot tray on the console to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the error logs.